Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that sparking occurred at the power supply cable. The patient electronics device and power accessories were replaced, and no adverse consequences were reported by the patient.